Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a blood glucose of 331 mg/dl after dosing stopped because the paired freestyle fsl3+ continuous glucose monitor (cgm) sensor had expired, and a new sensor was subsequently paired on the ilet. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.